Event description:
Additional information received reported that the patient did have a wound infection of bacterial meningitis. The event was considered to be related to the implant procedure. The resolved without sequela date was (B)(6)-2012.

Event description:
It was reported that the patient experienced wound infection. The patient was admitted with seizures, fever, chills, and evidence of meningitis, treated with IV antibiotics. Signs and symptoms included wound tender and erythematous. Signs and symptoms also included: erythema, redness, and/or draining on the left side of head, fevers, chills, new onset seizures. Diagnostic methods involved examination/palpation, results: small gap to left frontal incision without drainage, irritation, heat of significant swelling date: (B)(6) 2012. Examination/palpation results: hospital acquired meningitis date: (B)(6) 2012. Lab work results:increased csf cprotl date: (B)(6) 2012 / lab work results: no bacteria seen, no culture growth date: (B)(6) 2012 / lab work results: elevated wbc count date: (B)(6) 2012 / CT scan with contrast results: no abnormal intracranial enhancement date: (B)(6) 2012/ lab work results: normal wbc, elevated rbc, elevated plt CT, elevated glucose date: (B)(6) 2012 / other, specify other diag type:lumbar puncture results: surgical site infection with parameningeal focus causing inflammation of meninges date: (B)(6) 2012 / lab work results: improved wbc, csf cultures ngtd date: (B)(6) 2012 / other, specify other diag type: lumbar puncture results: reduction in csf wbc date: (B)(6) 2012 / lab work results: concerning for wound infection with cns extensions in setting of hardware date: (B)(6) 2013 interventions involved prescription for levaquin and IV antibiotics (B)(6) 2012. Device: lead date: (B)(6) 2012 . Incisional site/device tract was noted as lead/extension tract. Related to device or therapy: possibly related. Related to implant procedure: possibly related. Severity was noted as moderate. Resulted in in-patient hospitalization. Outcome was noted as resolved without sequelae with a resolved date: (B)(6) 2012.

Manufacturer narrative:
Product ID: 3387s-40, lot# v865879, implanted: (B)(6) 2012, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).